Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to looser or protruded drive support disk. Unable to perform the occlusion, compromised forced sensor system and excessive no delivery test due to compromised forced sensor system. Insulin pump received with cracked battery tube threads, cracked case reservoir tube window corner and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 286 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.